Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient does not pop up in station. The technical support specialist dialed into the server and confirmed the patient had been discharged. Tss contacted the customer via phone and email to explain the situation and provide clarification. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had patient not pop up in station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.